Event description:
It was reported that the fenestration hole in outer cannula caved in on one side. Staff could not insert the inner cannula. The pt was pronounced dead, but it was reported that the death was not linked to product failure. The involved device is reportedly available for return but has not been received as of the date of this report.